Event description:
Information was received that a smiths medical cadd solis vip ambulatory infusion pump had a "dso" (downstream occlusion) error. No adverse effects were reported.

Manufacturer narrative:
One infusion pump was returned for evaluation. Visual inspection of the device found it to have a damaged lens and bubbled dso seal. Device underwent functional testing the reported customer complaint was not confirmed. While no definitive problem source to the reported issue could be determined, this investigation revealed no intrinsic evidence to suggest a cause of issue related to manufacturing.